Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2017 product type catheter section d information references the main component of the system. Other relevant device(s) are : product ID: 8780 serial# (B)(6) ubd 2019-02-06 UDI# (B)(4) b6: device code a26 not applicable for the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient reported both critical and non-critical alarms going off. Each time the patient went in to have it checked, the reservoir would be the same amount as the previous check. A catheter dye/rotor study was performed 13-nov-2023. They were unable to aspirate from the cap (catheter access port) chamber. A revision of the catheter would be scheduled. The environmental, external or patient factors that may have led or contributed to the issue was noted as ¿n/a¿. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The pump was delivering gablofen 2000mcg/ml at 84.7mcg/hr.

Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implanted pump for intractable spasticity. It was reported that the patient stated today was their third refill since having the pump installed. The patient stated that "it worked fine the first time, but for the last two refills, the interrogation said it's empty, and the out of medicine alert was going off, but the pump had been full. The patient reported that their pump was not infusing and not working. Patient reported on friday they heard a dual tone alarm that was ten minutes apart from the pump but that they don't have any external equipment. Patient stated, "they took 20 ml out and said if the next 20 comes out, we'll take it out and give you 20 more, so today, they tried to fill it, but it was already full". Patient stated their healthcare provider has been aware for a month but are frustrated that it was taking so long to do a dye study. Patient inquired if pump would need to be replaced. Patient services redirected patient to their health care provider. Patient mentioned they were taking 20mg oral baclofen and thought their pump dose was "2000 something".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.